Manufacturer narrative:
The user facility reported the interior of the box containing s20 containers appeared wet, however hospital personnel continued to use the s20 sterilant. Pictures provided by the user facility evidenced damage to the s20 containers subject of this event. The operator manual states (section 2-4), "warning! Do not use leaking or damaged containers of steris 20." The operator manual states (section 2-5), "always inspect the steris 20 box and container for leaking or damaged contents." Retention testing of s20 from the lot encompassing the subject box evidenced no anomalies; the device history record also confirms that the lot was manufactured to specification. Steris offered in-service training regarding the proper handling of steris 20 sterilant concentrate however the user facility declined.

Event description:
The user facility reported that a hospital employee received a burn on her right forearm as she was preparing to place a steris 20 sterilant concentrate cup into the system 1 processor. The employee rinsed her arm with water, applied silvadene ointment and returned to normal work duties. The user facility reported that the employee is fine with no sustaining injuries.